Event description:
Patient has heartware hvad placed at an outside center in 2015. The patient's post-vad course complicated by a gi bleed, lacunar stroke, longstanding persistent atrial fibrillation, hematuria and acute kidney injury, and pneumonia, which presented with rising ldh and hvad power concerning for pump thrombosis. The patient's ldh continued to rise after admission from 579 to 1113 over 24 hours. A review of hvad log files combined with clinical picture confirmed the suspected thrombosis. Of note, the patient was super therapeutic on coumadin upon admission, inr = 5.7 (goal 3-3.5). The patient remains in hospital being treated.